Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2020-09-10. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-10.

Event description:
It was reported that unspecified bd¿ syringe leaked during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that: syringe leakage. Event description per email states: nyicu (nursery intensive care unit) rn noted leaking at the buff cap where 3 ml syringe connected [to an infusion pump] for a premie (premature) infant. Antibiotic was contained inside a bd 3 ml syringe. This report is being made for tracking purposes due to this continuing issue. We do not have lot, serial, or model numbers as the syringes are previously filled in pharmacy. Company is aware of this issue. The medwatch reported was received in franklin lakes on 13-apr-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.

Event description:
It was reported that unspecified bd¿ syringe leaked during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that: syringe leakage. Event description per email states: nyicu (nursery intensive care unit) rn noted leaking at the buff cap where 3 ml syringe connected [to an infusion pump] for a premie (premature) infant. Antibiotic was contained inside a bd 3 ml syringe. This report is being made for tracking purposes due to this continuing issue. We do not have lot, serial, or model numbers as the syringes are previously filled in pharmacy. Company is aware of this issue. The medwatch reported was received in franklin lakes on 13-apr-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The initial reporter also notified the FDA on 13 april, 2020. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe leaked during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that: syringe leakage. Event description per email states: nyicu (nursery intensive care unit) rn noted leaking at the buff cap where 3 ml syringe connected [to an infusion pump] for a premie (premature) infant. Antibiotic was contained inside a bd 3 ml syringe. This report is being made for tracking purposes due to this continuing issue. We do not have lot, serial, or model numbers as the syringes are previously filled in pharmacy. Company is aware of this issue. The medwatch reported was received in (B)(4) on (B)(6) 2020 and it reflected in the awareness date. The report was not sent to the rcc until (B)(6) 2020.